Event description:
It was originally reported to philips healthcare that the heartstart xl has a network connection failure. This was later clarified that the device has a broken pin where the ac 220v power cord is connected. There was no reported patient impact.

Manufacturer narrative:
(B)(4).